Event description:
Dr was performing a hysterectomy (lap supracervical hysterectomy with lysis of severe dense adhesions); after she inserted the clickline instrument through the trocar and went to grasp tissue, she noticed that the jaw was missing. She replaced instrument and completed procedure. There was no adverse effect on pt and pt condition post-op was stable. Dr had an x-ray done which came up negative for foreign objects. When pt returned for follow up, x-ray was done again and foreign object was confirmed in cervical cavity. Dr stated she does not believe the broken jaw presents any potential for injury to the pt, and has decided at this time not to schedule any other surgery to retrieve the piece.